Event description:
Customer reported an issue with the a5 anesthesia delivery system which may have affected anesthesia delivery. No pt injury was reported.

Manufacturer narrative:
Unit will be returned for further eval.